Manufacturer narrative:
H3: product analysis identified upon visual inspection that the micro usb charge port was loose. The device also failed battery charging bench test and the tm90 recharging circuitry was damaged j3. The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown baclofen, morphine and fentanyl for post -lumbar laminectomy syndrome and non-malignant pain. It was reported that the patient stated they went to charge the communicator and it won't take a charge. The patient stated the device was not doing anything and does not give a color when they tried to charge it. A email was sent to repair to replace the device.